Event description:
A customer reported a suspect positive cyclesure 24 biological indicator (bi) after a completed cycle in their sterrad 100s sterilizer. The processed bi was reported as positive after a 24-hour incubation period. The load was not recalled successfully and the load content is unknown. The previous and subsequent bi results were negative. There are no reports of injury or harm from the event. A company representative visited the facility and reported that the sterilization pouch was small for the load. Additionally, it was reported that the customer "felt different than usual when the bi was crushed." It is suspected that the ampoule was already broken after the cycle was completed. The customer alleges there was no problems found in the bi prior to being processed. At this time, no additional information is available regarding this event. If additional information is received, a supplemental medwatch report will be submitted.

Event description:
This event is being reported because the facility did not successfully recall items in the load and instruments were used on patients.

Manufacturer narrative:
(B)(4). Suspect positive bi.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record, trending by product line and lot number, failure mode and effects analysis and health hazard evaluation. The DHR (device history record) was reviewed and demonstrated no anomalies that would contribute to this issue. Trending analysis for the product code of 'suspected positive bi' was reviewed for a timeframe (B)(4) 2011 and (B)(4) 2012. There were three isolated/random spikes above the mean that stayed within the control limits. Therefore, no significant trend was observed; however, the issue will continue to be monitored. Trending analysis by lot number was performed. The lot history from (B)(4) 2012 found there were no similar incidents reported. The fmea (failure mode and effects analysis) reveals that the risk for this issue is at an acceptable level. The hhe (health hazard evaluation) was reviewed. The medical review for this particular event indicates that the risk to the patient is low. Insufficient information is available to determine the cause of the alleged suspected positive bi. Device compatibility cannot be eliminated as a contributing factor since information was unavailable regarding the specific makes/models of devices within the load. Furthermore, no manufacturing defects and/or obvious signs of user error (e.g., puncture) were observed in the returned suspect bi. The suspect bi and its concomitant positive control were returned. There were no anomalies observed in either. Thirty-two (32) retain bis were tested per test procedure. The functional specification was met with 0+/32 bis after incubation per IFU. The sterrad® malfunction was ruled out as a probable cause since the cycle passed, the ci changed appropriately, and the precedent/subsequent bis were negative for growth. Cyclesure® malfunction is unlikely since retains evaluation demonstrated that the product functions as intended when used per IFU, DHR review revealed no anomalies that would contribute to this issue, and lot history review demonstrated no trend within this lot. The customer indicated that the 'bi ampoule felt like it was crushed after processing'. If an ampoule is damaged during the sterrad® cycle, the sterilant is able to react with media fluid, ultimately causing a false positive result. However, since the customer only suspected it was damaged after processing and did not confirm it, this cannot be concluded as the assignable cause.